Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was extended. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break. The identified break contributed to the reported clinical observations.

Event description:
It was reported that during the implant procedure, this right atrial (ra) lead exhibited noise and high pacing impedance values. The physician attempted to retract the helix to reposition the lead, but the helix would not retract. The lead was removed from the patient and tested on the table, where still the helix was stuck, so the lead was not implanted. The procedure was completed successfully. No adverse patient effects were reported. The attempted lead was returned for analysis.